Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level of 68 mg/dl. The customer stated that the low bg was due to not eating and that food was to be consumed to address the low bg. The customer declined tandem technical support's offer to troubleshoot as the cause of the low bg was known.